Event description:
Intraoperatively, the surgeon requested to open a malyugin ring. When the surgeon was deploying the malyugin ring into the eye, she noticed that the haptic was releasing inwards instead of outwards. New ring was requested. When a second ring was opened, the same thing happened; both were from the same lot.